Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion test, prime/compromised force sensor test and displacement test; however, the pump was stuck in the motor error loop during bolus/basal delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had intermittent failure that was not detected during our testing. The pump had cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 95mg/dl. The customer stated that the pump was alarming motor error and it was stuck in the prime/rewind loop. The customer stated that they were unable to exit the "preparing to prime" loop. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.